Event description:
A caller reported an issue with touchscreen responsiveness, where the pump screen was frozen and unresponsive to input. There was no adverse impact on the customer's blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.